Manufacturer narrative:
Insulin pump received with a blank display due to a corroded battery cap contact. Insulin pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the c13/lcd isolation tape noted. Unit received with cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot, and a missing end cap sticker.

Event description:
The customer called to report problems with the display. Display kept shutting off even with multiple battery changes. Customer's blood glucose reading was unknown. Customer performed troubleshooting and after changing the battery again, the display still did not return. The customer stated the device was dropped a couple of months ago. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.